Event description:
The pump was returned to the manufacturer for disposal only with no information. No event was reported.

Manufacturer narrative:
Catheter: model # 8731, lot #: n002580524, implanted: (B)(6) 2005, explanted: unknown. The final analysis of the pump revealed gear 2 upper shaft was "worn". Significant residue was noted on the upper shaft. There was slight corrosion on surface of gear 3. Final pump analysis revealed pump/motor/corrosion/gear train anomaly. The returned catheter segments (pump connector and proximal segment) revealed no significant anomalies. The pump contained fentanyl.